Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the healthcare provider (hcp) stated that the patient was admitted to a nursing home and they never refilled the pump. The hcp stated that the pump had been dry since 2023-aug-31. The hcp stated they had the 2000 mcg/ml to refill that patient's pump. The manufacturer's technical services specialist (tss) gave empty pump considerations and the hcp mentioned the patient did have withdrawals. The hcp stated that they would follow up with managing physician for next steps.